Event description:
(B)(4) was received from (B)(6) on (B)(6) 2012. Translated as follows: the pt used the lenses continuously for a month, in (B)(6) 2011, she "keratitis" and she was treated with antibiotics first in (B)(6) and then in (B)(6). After many visits at the eye doctor and antibiotics the infection is now healed. The viscus has been decreased from 1,5 to 1,1 on the left eye and there's two scars on the left cornea. Attempts to contact the pt have been made for more info with no reply to date. No lenses were returned. No lot info provided. This is being filed as unconfirmed infection.

Manufacturer narrative:
This is being filed as unconfirmed infection. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.